Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips of the small clip applier instrument broke off when trying to load the clip. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that both clip applier grips are broken. It was broken likely due to applying force to the grip while trying to install a clip. Broken pieces were returned with the instrument, and measured roughly about 0.148 x 0.060 and 0.054 x 0.123. This breakage can be replicated on another instrument by applying a load on the fixture that contains the clips during installation of a clip onto the grips. Damage is a result of misuse. There are 100/100 "fires" left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.